Event description:
Pt underwent anterior posterior fusion procedure on 11/25/91. On 2/10/95 implants were removed and augmentation infusion procedure using interpore coral was performed. The screws at l3 and s1 were both loose and the rod was fractured between l3 and l5.